Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2022 during a home visit, the nurse noted bruising around stoma site. After communication with the treating physician, the patient commenced on 750mg of ceclor 1x2 for 7 days. As of (B)(6) 2022, the bruises were gone.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection (bruising) is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.